Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level was impacted with no trace of ketones. The customer administered a manual injection to address blood glucose level. Customer reset the pump and the malfunction alarm was cleared. The customer reverted to manual injections for insulin therapy.